Event description:
Device migrated to the stomach. The healthcare providers tried to get a nine mm gastroscope down the esophagus to retrieve it and could not. The stricture was too tight. Therefore they sent the pt to surgery and removed. No complications.